Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the catheter tube. Customer's blood glucose was 27 mmol/l. Customer was hospitalized with high fever and flu. Device passed the high pressure test. After troubleshooting, customer will not be returning the reservoir for analysis.